Manufacturer narrative:
Additional information / b5: received indicated, the physician positioned the web in the desired position and did not detach. After numerous manipulations with the delivery pusher wire and with three different wdc controllers, the physician was finally able to detach the web device. Additional information in the following sections e1, g4, g7, h2, h3, h6 (summary evaluation ). Summary evaluation: imaging review: seven radiographic images and one 9-second video are provided. 1-customer image: ap oblique 3d angio of left ica. Small acom aneurysm, approximately 3-4 mm. The view of the aneurysm is end-on, and the neck is not shown. 2-customer image: same as customer image 1, but slightly different projection. 3-customer image: oblique, working projection of left ica, dsa, subtracted, with contrast. The same anatomy as on the 3d angio is demonstrated. 4-customer image: non-subtracted radiograph of left ica, working projection, late arterial phase contrast (no contrast in ica, proximal aca, or acom aneurysm). Guiding catheter in cavernous ica. Microcatheter with tip at the neck of the aneurysm, fully deployed, not detached, small web in the aneurysm. 5-customer image: non-subtracted radiograph, working projection, no contrast. Same as the previous image (customer image 4). Microcatheter tip is slightly proximal to web proximal marker. 6-customer image: non-subtracted radiograph, working projection, no contrast. Same as the previous image (customer image 4), except the microcatheter has been advanced to the proximal web marker. The web's base is slightly invaginated by the microcatheter. 7-customer image: flat plate cta oblique working projection. Web inside aneurysm. Microcatheter seems to have been removed. Customer video: 9-second unsubtracted fluoroscopy, no contrast, in working projection. The microcatheter is at the base of the non-detached web. There seem to be careful maneuvers to move the catheter and maybe the web pusher to detach the web. By the end of the video, the web is not detached yet. This a is case of sticky detachment. The images do not explain why it occurred. Investigation conclusion seven radiographic images and one 9-second video were provided for review. The images showed the microcatheter with its tip at the neck of the aneurysm and a small web in the aneurysm that was fully deployed and not detached. The microcatheter was then observed to have been advanced to the proximal web marker. The provided video showed the microcatheter at the base of the non-detached web. There seemed to be careful maneuvers to move the catheter and possibly the web pusher to detach the web. By the end of the video, the web was still not detached. The images and video do not explain why the alleged sticky detachment occurred. Without the return and physical evaluation of the device, the investigation is unable to determine if a condition existed that would have caused or contributed to the reported event. Visual analysis: a visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation. Investigation findings: without the return and physical evaluation of the device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event. Based on a review of the device's risk documentation, the reported event did not indicate there were any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform and analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: there are no similar complaints based on the complaint category regarding this batch number from the last two years recorded in the complaint system at the time of this investigation. IFU review (additional information can be found in the IFU): potential complications potential complications include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death. Warnings and precautions the web aneurysm embolization system is intended for single use only. The detachment control device is intended to be used for one patient. Do not resterilize and/or reuse the device. Reuse and/or resterilization can increase risk of infection, cause a pyrogenic response or other life threatening complications. Reuse and/or resterilization can degrade product performance, leading to device malfunction. Dispose of all devices in accordance with applicable hospital, administrative and/or local government policy. Advance and retract the device slowly. Do not advance the delivery device with excessive force. Determine the cause of any unusual resistance. Remove the device if excessive friction is noted and check for damage. Do not rotate the delivery device during or after delivery of the embolization device. Rotating the device may result in damage or premature detachment. The embolization device cannot be detached with any other power source other than a microvention inc. Detachment control device. Ensure that at least two detachment control devices are available before initiating an embolization procedure. Procedure detachment of the device the detachment control device is pre-loaded with batteries and will activate when the delivery device is properly connected. Verify that the rhv is firmly locked around the delivery device before attaching the detachment control device to ensure that the embolization device does not move during the connection process. Ensure that the delivery device gold connectors are clean and free from blood or contrast. If necessary, wipe the connectors with sterile water and dry before connecting. Insert the proximal end of the delivery device into the detachment control device. When the delivery device is properly connected, the light will flash green and an intermittent tone will be heard. Verify the embolization device position before pressing the detachment button. Push the detachment button. During firing, the light should be solid green and the beep should be continuous. Verify detachment by first loosening the rhv valve, then pulling back slowly on the delivery device and verifying that there is not embolization device movement. If the embolization device does not detach, push the detachment button again. If the device is still not detached, obtain a new detachment control device and attempt detachment up to two additional times. If it does not detach, remove the delivery device. Verify the position of the embolization device angiographically through the guide catheter. Prior to removing the microcatheter from the treatment site, place an appropriately sized guidewire completely through the microcatheter lumen to ensure that no part of the embolization device remains within the microcatheter.

Event description:
See h10.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The web device remains implanted in the patient and not returned to the manufacturer for evaluation. Procedural notes were not provided; however, medical imaging was received. The alleged product issue could not be confirmed at this time. However, the investigation is ongoing. Upon completion, of the investigation, a supplemental report will be submitted.

Event description:
It was reported that during an embolization treatment, the web detachment was delayed. No patient harm or injury was reported.